Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a high blood glucose event. The customer¿s blood glucose level was around 600 mg/dl at the time of the incident and 474 mg/dl at the time of call. Customer treated with manual injection. The customer¿s parent stated that the insulin pump had a motor error alarm and customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent reported an off no power alarm without a low battery alert warning and troubleshooting was performed and completed. Customer 's parent also reported that the customer was hospitalized due to flu, hyperglycemia , and dehydration on (B)(6) 2017. Blood glucose reading was 300 mg/dl at the time of hospitalization. The customer was treated at the ER. The customer was wearing the insulin pump during the hospitalization. The customer¿s parent was advised to change the customer's infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is not expected to return for analysis.